Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg at 1.78328 mg/day) via an implantable pump for unknown indications for use. It was reported that during a pump refill, a reservoir volume discrepancy was noted: exepceted reservoir volume (irv) - 16.9 ml, actual reservoir volume (arv) ¿ 8 ml. No associated signs or symptoms. No further diagnostics or interventions.: during the next pump refill, the reservoir volume discrepancy was within normal limits: irv - 18.2 ml, arv ¿ 20 ml. No actions were taken and the issue was noted as resolved.